Event description:
Patient underwent rf delivery in 2001 for gerd on an outpatient basis. The device was noted to have a puncture of the balloon during the procedure, and was immediately replaced to complete the case. On post-treatment 3 days,the pt felt that their heartbeat was fast. Onset of atrial fibrillation of unknown etiology was diagnosed. Pt converted to normal sinus rhythm with one dose of anti-arrhythmic medication. Follow-up: patient remains in normal sinus rhythm without complaint. There was no association of this event with the device malfunction.